Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with methicillin-resistant staphylococcus aureus (mrsa) infection and wound dehiscence at the edge of the device pocket. The mrsa infection was tested positive via blood cultures. The physician explanted the active system ¿ implantable cardioverter defibrillator, the right ventricular lead, and the right atrial lead due to the infection. The patient was in stable condition.